Event description:
In the right foot bunionectomy, the pin was bent. The problem occurred as the pin was being introduced (1/8th of the way in), the piston slipped off and it went off center. The pin was retrieved and the procedure was completed with another 1.5 x 30mm plla pin.

Manufacturer narrative:
This is first complaint referring to the smartpin lot s0001569. Mecanical lot release test results were in normal acceptable level and there were no deviations in the in-process dimensional measurements. We have sold over 100 000 smartpins through the yrs and in 5 cases we have heard about problems in installation phase, thus we can considered this as an isolated case. This case seems more like an installation error as pin was bent when instrument went off the pin center.